Event description:
Additional information received indicated that the customer's reported problems with the pump were occlusion alarms. The tandem clinical diabetes specialist met with the customer and healthcare professional to discuss different infusion sites that the customer could do to help prevent the occlusions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having problems with the pump. There was no reported impact to the customer's blood glucose level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the reported difficulties.